Event description:
Pt was treated with the laser for ablative skin resurfacing. The regular post-procedure care was suggested to the pt. Pt allegedly developed an infection in the treated area several days after the treatment and visited ER where the pt was prescribed with oral antibiotics. Pt was not admitted to the hospital. Pt has not seen the treating physician after the procedure and has not been in contact since.

Manufacturer narrative:
The laser equipment worked properly during the procedure. MFR was not informed of any malfunctions of the device.